Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (type of investigation, investigation conclusions, investigation findings), h11. Corrected fields: d9, h3. A getinge field service technician (fst) provided guidance via phone and instructed the onsite biomed technician on how to reset the timer. Proper function was confirmed by cycling power and verifying that the warning no longer appeared. During the subsequent march pm, the battery maintenance timer was reset again. The unit passed all functional tests.

Event description:
It was reported that prior to use, the cs300 intra aortic balloon pump (iabp) displayed a battery maintenance alert. No patient was involved, and no harm was reported.

Event description:
Customer reported that the cs300 intra aortic balloon pump had premature battery maintenance due reminder on unit. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.